Manufacturer narrative:
Continuation of d10:concomitant product ID 9735670 serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system booted up the system showed a 'localizer faulted' error. There was no patient involvement.

Event description:
Additional information was received. It was reported that during troubleshooting, the network device interface (ndi) toolbox was checked, and bump and temperature were triggered. There was an erroneous bump.

Manufacturer narrative:
H2: additional information added to b5. H3: the camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent low illuminator current. There was also a low battery voltage message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.752mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, c08 and fdc d02 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A05 was coded for the erroneous bump. A1102 was coded for the localizer fault error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.